Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed battery out limit, failed battery test and has a blank display. Customer does not recall any significant events leading to the error. Customer's blood glucose was 123 mg/dl at the time of incident. Troubleshooting was done for failed battery test and alarm did not sound again but customer was advised that a new battery cap would be mailed to her to rule out that the issue is not with the battery cap. The customer was advised to call back if any further issues. No further information was provided.